Event description:
During a dbs, neuroinspire indicated a com fault. After this, the operating room pc shut down, and it was unable to be powered back on. The pc tower power light would turn on, the cd-rom light would flash, the monitor would display a no dp signal message, and the pc would then shut off. The surgeon had to finish the case via arc & frame. The or pc was attempted to be turned on several times, including multiple charge releases. Following completion of the surgery, the pc turned back on. In another occasion the surgeon may have had to cancel the procedure giving the patient anaesthetic with no therapeutic benefit, this is being reported on this basis of this potential indirect harm if it were to occur on another occasion.